Manufacturer narrative:
The reported events were a helix mechanism issue and unable to implant. As received, a complete lead was returned in one piece with the helix retracted. The reported event helix mechanism issue was not confirmed. Applying the torque directly to the connector pin, the helix could be extended and retracted. Visual and x-ray inspection found no anomalies. Electrical testing found no indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead's helix failed to be extended and was not able to be implanted. The lead was not used and replaced during the procedure. The patient was stable.